Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported image issue could not be determined, however, the issue was likely the result of a damaged charged-coupled device (ccd) unit due to physical stress applied to the insertion tube during user handling. The event can be detected/prevented by following the instructions for use which state: ¿- inspection of the endoscopic image¿ ¿- do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue was confirmed; the device relayed no image to the attached monitor. In addition, the adhesive on the bending section was damaged; the universal cord had damaged adhesive; the bending section of the universal cord had a chipped area; the charge coupled device had scratches; the charge coupled device's cable cover was torn; the distal end/connector conduction test failed; the bending section and insertion tubes showed buckling; and the insertion tube's angle was out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus medical that the evis exera iii bronchovideoscope did not relay an image on the monitor. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with this event.